Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The feedback suggests that during clinical use a leak occurred between the texium 10012241 and the smartsite on the 60950e set. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.